Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The glucose reagent lot number is 73288001 and the expiration date is 31-aug-2024. The other reagent and electrode lot numbers and expiration dates were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The field service engineer (fse) found that the rinse mechanism squeegee nozzle was hitting cells during the rinse mechanism operation. The fse adjusted and replaced the mechanism nozzles, adjusted the gear pump pressure, confirmed appropriate vacuum pump function, and performed a hardware check and precision check successfully. The customer performed qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3, hdlc3 hdl-cholesterol plus 3rd generation, gen.2 ise indirect for na and k results for 1 patient sample on a cobas 6000 c (501) module. The initial glucose result was 108 mg/dl, the initial hdl result was 12 mg/dl, the initial k result was 6.00 mmol/l, and the initial na result was 160 mmol/l. The customer noticed data flags on some of the other test results which prompted them to repeat the sample. The sample was repeated on another analyzer and the repeat glucose result was 87 mg/dl, the repeat hdl result was 52 mg/dl, the repeat k result was 4.34 mmol/l, and the repeat na result was 140 mmol/l.